Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device received with corroded battery tube. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in device history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received a no delivery alarm. Blood glucose level at the time of the incident was unknown. The customer also reports the pump not giving any audible message and a failed self-test. No harm requiring medical intervention was reported. The pump will be returned for analysis.